Event description:
It was reported that the insulin pump alarmed no delivery 3 times in the last week during basal deliveries. The customer did not know the blood glucose reading. The customer stated that her blood glucose levels had been erratic, and she believed that she should return the insulin pump. She stated that she was unable to troubleshoot and was advised to call back to perform troubleshooting. She did not believe the issue was related to the infusion set or insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.